Event description:
Case description: investigation can not be performed. Since last submission, the case has been updated with the following: -investigation results. -manufacturer's comment. Manufacturer's comment: on 02-may-2017: as the device (novofine) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported case (B)(4).

Event description:
The needle was broken in the abdomen. Case description: this serious spontaneous case from 8010047-2017-00429 was reported by a consumer as "the needle was broken in the abdomen" beginning on (B)(6) 2017, and concerned a (B)(6) male patient, who was treated with novofine (needle) from unknown start date for "device therapy". (B)(6). Patient's height and body mass index: not reported. Medical history was not provided. The patient said the needle had been used for one year. On (B)(6) 2017, the patient used novofine and the needle was broken in the abdomen. The patient didn't go to see a doctor. Action taken to novofine was not reported. The outcome for the event "the needle was broken in the abdomen" was not reported.